Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, when cutting the pulmonary lobe, the first two staples could not be fired. A third reload together with a new handle were used to complete the procedure. There was no patient injury.